Event description:
Customer advised the dealer that they were using the CPAP with heater and humidifier, when the heater plate burned a hole down through it and put a mark on the night stand.

Manufacturer narrative:
Investigation showed residue on the board, this is most likely from tap water. The cause of this was the ingress of water to the ac main connector point.